Event description:
The customer received blood glucose readings of 140 and 80mg/dl on the contour, using two different bottles of strips. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant there was no allegation of an adverse event. The test strip information was not provided and strips were not expected to be returned for evaluation. Replacement meter was sent to the customer.